Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, testing could not be completed because of the air in line issue being displayed. The air detector was found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was alarming "air in line" when pump is about to start. Multiple administration sets were attempted with no resolution. There were no reported adverse events.